Manufacturer narrative:
This event has been reported by the importer on MDR# 2429304 - 2022 - 00163. The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during a difficult endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope and a single use distal cover, the physician was unable to complete the procedure due to patient anatomy (unable to reach the papilla) and bleeding. The physician removed the scope from the patient and checked distal cover, which had blood present. The physician stated that it looked like the distal cover had a tear and may have scraped the patient and caused the bleeding. The physician instructed to ensure the staff make sure they are confirming the caps have no tears prior to installation. The physician was informed, all caps are inspected by three different techs prior to being installed and after installation to check for integrity and correct installation prior to use. During pre-cleaning, the distal cover was removed, and no tear was visible. In addition, the customer stated the patient was fine with no other issues to date. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided. Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) reports the single use distal cover used in the procedure.

Manufacturer narrative:
This report is being updated to provide additional information reported by the customer.

Event description:
Update: new information received from the customer: I cannot recall the patient's age. Patient weight is unknown. Unknown pre-existing conditions. Indication for procedure: stones. Endoscopic retrograde cholangiopancreatography (ercp) was aborted due to the fact we cannot get to the papilla. The anatomy of patient made it difficult to reach. The physician attempted multiple times to no success. He pulled out the scope and in process of pulling out the scope the doctor felt it was the disposable tip was to blame that it was torn before he introduced the scope. We can't say if that was true because we examined it before, and it was intact, but I wasn't able to exam the distal tip afterwards. We did use our new ercp scopes with the disposable tips. I don't recall which scope was used as I don't recall the name of the patient. This case was done going on 2 months ago. Continuous suction was used for the whole procedure. The doctor suctions the whole time during the case as he is coming out. Once again, this specific case was aborted due to her weird anatomy. The patient was sent out for further help. She woke up just fine with no issues.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, although the root cause could not be determined, it is likely that the damage to the cover was caused by the following: 1. Chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack. 2. When the cover was attached to the scope, the cover was damaged by pushing it diagonally. Furthermore, per CAPA no. Omsc-hq-153-19, the mucous membrane is maintained in the sucked state for several seconds even after the suction operation is stopped, and the suction operation is not performed during the removal. Even if the tip cover is not cracked, mucosal damage can occur if the scope is removed immediately after the suction operation is stopped. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ ¿also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.¿ this supplemental report includes a correction to g2. Information added to g2 that was inadvertently not included on the initial medwatch. Olympus will continue to monitor field performance for this device.